Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The camera instrument was analyzed. The camera was placed on the in-house system and exhibited imprecise motion. Camera deviated to one side when achieving both straightened and cobra positions. The camera was placed on the in-house system and passed the qap (quality assurance procedure) test. The image was not blurry. The camera was tested using edt (endoscope diagnostic test) and passed both times. A review of the logs showed the following errors: 48221 dcib communication error, 48225 power failure, 48229 power warning, 48216 camera temperature sensing not responding. Additionally, the camera was found to have broken and frayed snake wrist cables at the distal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the firefly camera had a blurry image. The procedure was completed with no reports of patient injury. The camera also skewed to the right, instead of going vertical. The site replaced the camera and cobra function started functioning correctly. The procedure was completed with no reported injury.